Event description:
It was reported by the patient, that allegedly following his initial surgery, he developed pain, swelling and an infection which caused the device to be removed in (B)(6) 2010.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported in a supplemental report. Device not returned.